Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported patient death. The device passed both the homechoice rite electrical test and rite functional test and was determined to meet performance specification requirements per rite testing. There were no failures or malfunctions identified that could have caused or contributed to the reported patient death. There were no issues found in the device history record or service history related to the reported problem.

Event description:
This is a report of a home patient (hp) who had passed away. The cause of death was unknown. Although requested, the rn stated he had no additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.